Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: access site bleeding. Impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella delivery, the clear locking ring from the long dilator remained on the catheter and the impella catheter went through the locking ring. The physician had to utilize shears to cut the plastic ring off of the impella catheter to continue advancing the catheter. The repositioning sheath went into the right femoral artery. It was reported that the right femoral artery access site had bloody drainage on arrival to the unit. The site was angle matched and redressed. The medical staff added bicarbonate to the purge and administered blood products. Purge initiated. Additionally, the patient experienced bleeding at the right groin. Manual pressure was held, bicarbonate was added to the purge, and blood products were administered. It was reported that the patient survived the procedure.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella delivery, the clear locking ring from the long dilator remained on the catheter and the impella catheter went through the locking ring. The physician had to utilize shears to cut the plastic ring off of the impella catheter to continue advancing the catheter. The repositioning sheath went into the right femoral artery. It was reported that the right femoral artery access site had bloody drainage on arrival to the unit. The site was angle matched and redressed. The medical staff added bicarbonate to the purge and administered blood products. Purge initiated. Additionally, the patient experienced bleeding at the right groin. Manual pressure was held, bicarbonate was added to the purge, and blood products were administered. It was reported that the patient survived the procedure.

Manufacturer narrative:
The investigation introducer damage ¿ mechanical and access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-19140 in accordance with updated procedures. H6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-19140.